Event description:
Review of the post market surveillance survey noted that, "box chisel does not remove bone, only cuts/traces bone while failing to remove. Curved curette is great! Broach handles are nice for small patients but lack offset for larger patients. We do not have acetabular instruments."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned.